Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation and diaphragmatic stimulation. The lv lead was explanted and replaced. During the lead explant, the cardiac resynchronization therapy defibrillator (crt-d) set screw was stripped and could not be tightened. The crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.